Event description:
On (B)(6) 2025, the user, who self-started on the ilet without formal training, reported experiencing high blood glucose (bg) after meals. Review of reports showed overall good control, with bg in range 82% on (B)(6) and 88% on (B)(6). The user had a prolonged high of 314 mg/dl after a lunch announcement the previous day, which was eventually corrected without supply changes. The agent explained that the ilet is still learning and adapting to her insulin needs. The user's reported symptoms of blurry vision and thirst during the high bg. The highest blood glucose (bg) recorded was 314 mg/dl. Bg was corrected automatically by the ilet. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.